Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent fluctuating blood glucose (bg) levels between 30 mg/dl - 500's mg/dl; cause unknown. Reportedly, due to the low bgs customer would require assistance consuming carbohydrates and candy to address the low bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.